Manufacturer narrative:
Visual inspection revealed that the rod had been fractured in two locations along the rod. It was also noted that the rod broke outside the set screw location and had no affect on the breakage of the rod. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of fatigue striations that extend down from the crack initiation site towards the plastically deformed area where the final fracture took place. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the expedium 480mm ti rod found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the expedium 480mm ti rod was conducted on the product family from the complaint because of a similar geometric design and functionality. There was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the expedium 480mm ti rod becoming fractured cannot positively be determined. However, the fracture analysis results show evidence of fatigue striations that extend down from the crack initiation site towards the plastically deformed area where the final fracture took place. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that a patient presented with a rod broken in two places approximately 22 months following scoliosis correction surgery. The spine was fused with the exception of a hairline fracture of non-union next to the breaks. One of the rod break points was in the head of the screw. The physician attributes the breakage to screw head placement in the rod of a faulty implant and the potential micromotion leading to second fault in the construct.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10279, and 1526439-2014-10281.